Manufacturer narrative:
UDI = (B)(4). Initial reporter phone: (B)(6). (B)(4). Mfg. Site name: (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was used during a laser treatment for ureteral stones performed on (B)(6) 2017. Reportedly, the laser unit used was a lumenis laser with total energy used of 19 hz. According to the complaint, during the procedure and inside the patient, the laser fiber body broke into two parts. There were no fiber fragments that fell inside the patient. The broken part of the fiber was contained within the scope and was removed together with the scope. The procedure was completed with the same flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "no harm".